Manufacturer narrative:
(B)(4). D10: concomitant devices - nexgen stemmed precoat cemented tibial component size 5. Catalog#: 00598004701 lot#: j6924413, nexgen cr flex precoat femoral component size f right. Catalog#: 00595001606 lot#: 64953047, nexgen articular surface size c-h 10mm catalog#: 00595204010 lot#: 64915863. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address component loosening approximately five (5) years post-operatively. The complainant did not specify which component loosened and was revised. Attempts have been made and no further information has been provided.